Event description:
It was reported that the patient presented to the hospital with complaints that the pulse generator was pacing at a different rate and that she was not feeling good. Upon interrogation, the device exhibited backup vvi mode. The pulse generator was explanted and replaced on (B)(6) 2015. The patient was in good condition post procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.